Manufacturer narrative:
Gehc service personnel replaced right side monitor. Verified monitor operation during screen saver mode. System operates as intended.

Event description:
Customer reported between cases when workstation monitors go into screen saver, the right monitor intermittently doesn't come back otu of screen saver stays dim. Pushing the blank key on keyboard a few times will correct the problem. Problem did not occur during a case.